Event description:
The event is reported as: alleged issue per registered nurse: the catheter broke at the y junction, no parts remained in the pt, and pt is fine. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.